Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test failure of therapy monitored failed performance spec. The rite volumetric test results were fill 1/833.0 ml, & drain 1/832.3 ml, fill 2/831.6 ml & drain 2/831.1 ml. Rite electrical safety analyzer test was performed and passed. The assignable cause of the reported problem was determined to be cracked door piston. Baxter will continue to monitor similar reports to determine if further actions are required.